Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found the reagent tubing pinched between the front bracket and the frame of the random access module. Fse rerouted the tubing which stopped the tubing from popping off the y fitting at the pump. Fse then discovered a slow leak from the retic shear valve and valve vl98. Retic mode was disabled and the customer requested that the part be sent so that there technician could install the part. Repair was completed and verified by the customer. The cause of retic ++++ and diff background of 121 on startup was that a tubing popped off at the front bracket and the frame of the random access module and the cause of the leak was the shear valve. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter lh 750 hematology analyzer failed startup while giving retic ++++ and diff background of 121 on startup. The customer located that the tubing on pm6 (pm6 is the retic clear reagent pump which sends retic clear solution to the retic chamber) was disconnected. The customer reconnected the tubing and was instructed by bec to prime the instrument and monitor. The customer then reported that a leak was observed in the instrument. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves at the time of the incident. No injury or exposure was reported and there was no affect to patient samples with regard to this event.